Event description:
The patient reported pain and infection at the incision site. Antibiotics were prescribed, wound care was provided, the patient is not wearing the device and they have a follow up appointment on (B)(6) 2022.

Manufacturer narrative:
The other adverse events issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant procedure, implanting the device at an off-label location, and damaging bone or tissue during the implant procedure have been ruled out as potential causes. Other potential causes of infection include patient non-compliance/touching or picking at the wound, implanting a non-sterile device, not irrigating the incision site with antibiotic solution before closure, not using antibiotics pre-operatively, not prepping the skin with antiseptic solution, using inappropriate tools, multiple tunneling attempts and patient contraindications. The questionnaire shows the patient has contraindicating conditions and is a poor surgical risk due to having hiv. Additionally, the patient attempted to return to full workouts and may have over done it. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the pain and infection are due to the patient being a poor candidate due to health, weight, age, or mental capacity as they have (B)(6) (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Manufacturer narrative:
The other adverse events issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant procedure, implanting the device at an off-label location, and damaging bone or tissue during the implant procedure have been ruled out as potential causes. Other potential causes of infection include patient non-compliance/touching or picking at the wound, implanting a non-sterile device, not irrigating the incision site with antibiotic solution before closure, not using antibiotics pre-operatively, not prepping the skin with antiseptic solution, using inappropriate tools, multiple tunneling attempts and patient contraindications. The questionnaire shows the patient has contraindicating conditions and is a poor surgical risk due to having hiv. Additionally, the patient attempted to return to full workouts and may have over done it. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to the infection and the patient being a poor candidate due to health, weight, age, or mental capacity as they have hiv (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported pain and infection at the incision site. Antibiotics were prescribed, wound care was provided, the patient is not wearing the device and they have a follow up appointment on december 12, 2022. An explant procedure was performed on (B)(6) 2022 due to erosion. No further issues have been reported.